Manufacturer narrative:
The reason for this revision surgery was to remedy patient's joint instability in knee. The length of in vivo service was 14 years and 12 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against part# 370-17-204 from this lot number #294591. Complaint history does not indicate an adverse trend. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product. Factors which may cause joint instability that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration.

Event description:
Revision surgery - due to the patient's knee subluxing and being unstable. The surgeon exchanged the size 4 17mm constrained insert and put in a size 4 22mm constrained insert.